Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced difficulty with ambulation and uses a walker. It was noted that the patient fell at home trying to get in bed. The patient presented in clinic for a device check after the fall and it was noted that the pacing lead impedance was low in unipolar mode, there was no sensing in bipolar mode and a slight increase in threshold was observed. A chest - x-ray revealed the lead may have slightly moved back. The device was programmed in unipolar pacing and sensing mode. The ventricular intrinsic preference (vip) was extended to promote the intrinsic condition. The lead was to be monitored. No immediate intervention was planned at this time.